Event description:
Boston scientific received information that this system was exhibiting impedance measurements greater than 2000 ohms on the right ventricular (rv) channel and the lead safety switch (lss) had been triggered. Additionally, rv noise was observed for the first time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and testing and programming options. The caller could not confirm if an x-ray was performed or if further testing was completed. They programmed sensing to bipolar configuration and pacing to unipolar configuration. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
Additional information was received that this patient passed away due to unspecified causes and the product was returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segment was performed. Visual inspection identified the lead had been severed 53mm from the terminal pin and the proximal segment was returned. Resistance testing confirmed the electrical continuity of the segment. No further testing was performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.